Event description:
It was reported that during an anesthesia in the operating room, the monitor discharged the pt automatically. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.